Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the anchor broke. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Event description:
On 12/23/2021, it was reported by a sales representative via sems that an ar-1317ft nano corkscrew suture anchor broke upon application into the patients scaphoid. This was discovered during a scaphoid fx procedure on (B)(6) 2021. All fragments were retrieved and the procedure was completed successfully without further issues. Additional information received 12/27/2021: sales representative has confirm that the threads of the implant broke off from the corkscrew anchor and another ar-1317ft, from lot 11851908, was used to complete case. No new bone socket needed to be created, as surgeon used the previous drilled bone socket.